Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console viewer. The system was tested and verified as ready for use.

Event description:
It was reported that the customer called after power cycling the system to report a recoverable fault 1134 on the console ergonomic controls. The customer was able to recover the fault and continued with the procedure. Although the customer mentioned having two consoles, only one appeared connected to the system according to the technical support engineer (tse). The customer did not wish to perform further troubleshooting at the time.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The console viewer was returned for failure analysis (fa) due to a reported an ergonomics issue. Visual inspection was performed and no problems were found related to the reported issue. Fa checked the field system logs, which confirmed errors 32101 and 1134 had occurred. Fa installed the viewer on an internal system and received errors 1134 and 32101 upon startup, replicating the reported issue. The mceh board on the viewer was identified as a potential root cause.